Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of delayed healing and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: delayed healing, exposure.

Event description:
Healthcare professional reported "non-healing wound". Later healthcare professional reported "history of breast cancer" not device related and "exposed implant". This record is for the right side. The device was explanted.